Event description:
It was reported the impedance was trending down. It was also reported that the lead was unipolarized. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the impedance was trending down. The impedance at the last check in april was 307 ohms. The lead is being monitored. No patient complications have been reported as a result of this event.